Event description:
It was reported that a pericardial effusion and perforation occurred. A left atrial appendage (laa) closure procedure was being performed. A watchman fxd curve access system (was) and a watchman flx closure device and delivery system (wds) was selected for use. The physician performed the transeptal puncture (tsp) with the versacross connect system. During the tsp, there was difficulty imaging the location of the guidewire. The versacross sheath was exchanged for the was sheath. The physician still could not visualize the guidewire and noted that the was sheath appeared be more posterior in the laa. A pigtail was placed in the appendage and a contrast injection was completed. The physician noted a small pericardial effusion. The patient remained stable, so the physician completed the implant of the closure device. Pericardiocentesis was completed to treat the effusion removing 450ml of bright red fluid. The physician suspected that the la was perforated when the sheath went more posterior during tsp. Patient status: the patient was reported to be doing well but remains in the hospital.